Event description:
Reporter stated that pt obtained a blood glucose result of ~ 400 mg/dl (reporter did not provide exact value) on the advantage system. Reporter indicated that, based on the value, pt went to a walk-in clinic to have blood glucose retested. Less than 10 minutes later, pt's blood glucose reportedly measured 172 mg/dl on the clinic's device. No pt injury was reported and no treatment was received. Reporter did not provide the location where the value of 400 mg/dl was obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.